Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when using standard formula in a thick formula set, air bubbles frequently form in the line creating pockets of air. The pump is paused and reprimed which expels some formula when trying to get the bubbles out.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was available. A sample analysis could not be performed because no photo or sample was available for evaluation. The reported condition could not be confirmed. Current process and controls were found to be followed correctly. A root cause could not be determined with the available information and an action plan is not required at this time. Staff were notified of the reported condition to raise awareness. This complaint will be used for tracking and trending purposes.